Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported a syringe module was attached, which immediately disconnected all modules. The infusions were then restored, and operated without issue. There was no patient harm.